Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported light emitting diode (led) indicator faulty, power leds (green, orange) were confirmed that it turned off as a result of contact failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 19feb2019, date rec¿d by MFR : 18feb2019. The manufacturer¿s international service technician confirmed the reported issue. It has been determined that the power led (light emitting diode) went off by vibration caused by button operation. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.